Manufacturer narrative:
Analysis of the pump and motor revealed gear train anomaly corrosion and-or wear and-or lubrication. The stall was due to gear wheel 3. Analysis revealed the catheter body was broken. The sc connector had coring, tears and cuts in the seal.

Event description:
It was reported that at the patient¿s last refill on (B)(6) 2014, the patient complained of loss therapy/return of pain/increased pain. They also noted that they had not had good pain relief since starting a new drug study on (B)(6) 2014 with the healthcare provider (hcp) using hydromorphone at simple continuous. The expected residual volume (erv) was approximately 5.0 ml, and the actual residual volume (arv) was approximately 14 ml. The hcp viewed the system under fluoroscopy, and found no evident kinks or fractures. The hcp attempted a dye study/aspiration of the catheter through the catheter access port (cap) (reported to have been on (B)(6) 2014), and was unable to aspirate drug or cerebrospinal fluid (csf). A catheter occlusion was noted. Additionally, at the previous refill, greater than 3 times the expected volume was aspirated from the reservoir. It was also reported that the erv was 19.5 ml and the erv was 19.5 ml. It was unclear when this occurred. Then on the evening of (B)(6) 2014, the patient heard an alarm and called the hcp on (B)(6) 2014. The patient went to the hcp on (B)(6) 2014 for replacement medications. After the hcp interrogated the pump, removed the remaining drug from the pump, refilled with 20 cc, programmed a bridge bolus, and updated the pump, the hcp saw a ¿motor stall occurred, stopped pump period may exceed tube set¿ message. The pump logs showed a motor stall on (B)(6) 2014 at 17:28 (also recorded as 17:24), with subsequent recovery on (B)(6) 2014 at 17:35 (also recorded as 17:31). The logs showed another motor stall on (B)(6) 2014 at 20:36 (also recorded as 20:32), and a ¿stopped pump period may exceed tube set¿ message on (B)(6) 2014 at 20:32 (also recorded as 20:36). The alarm reportedly started sounding (B)(6) 2014 at 20:36, and there was no log of a motor stall recovery. The patient had magnetic resonance imaging (MRI) of the head and neck on (B)(6) 2014 at 11:00 am. No motor stall or recovery event was recorded for that date, but it was noted that the logs only went back to (B)(4) 2014 at 15:09 when the pump was refilled. A revision was scheduled for (B)(6) 2014. During the replacement, the catheter was found to be fractured at the 18 cm mark on the 8709 sc; some of the proximal portion was wound up at the catheter insertion site in the lumbar area, and the rest was attached to pump in the left upper abdominal quadrant. The distal 18 cm of catheter was assumed to remain in the intrathecal space, but was not viewed on fluoroscopy. The patient had no complaints of headaches or other symptoms indicative of a potential spinal fluid leak. The entire pump system was replaced. During the surgery, the pump reservoir was rinsed with 2.5 ml of hydromorphone 20 mg/ml. This was aspirated and discarded. The replacement pump was filled with 17 ml hydromorphone 20 mg/ml and daily dose of 0.96 mg/day simple continuous. There was no patient injury and the patient recovered without sequela. The patient was sore from the surgery and had little chronic pain relief, but it was reportedly hard to determine how much was due to acute pain from the surgery. The patient had a follow up appointment (B)(6) 2014. The pump system was being used to infuse hydromorphone.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2014, product type: catheter. (B)(4).

Manufacturer narrative:
Corrected information: if information is provided in the future, a supplemental report will be issued.